Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life was short. Reportedly, the pump emitted multiple replace battery alarms within two days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the "verify" screen in accordance with normal operation. The black box contained dates from (B)(4) 2013. The complaint was logged on (B)(4) 2013. There is no black box data to support that timeframe. The current black box showed no evidence of excessive battery usage however multiple low battery warnings and multiple replace battery alarms were observed in the alarm history. The battery compartment was intact with no cracks were observed. There was evidence of moisture contamination found inside the battery compartment and on the underside of the battery cap. The battery cap had damaged threads and was unable to secure to the pump. A power loss at power up was observed. All testing was performed with a test battery cap. The current draws were found to be within specifications. During testing, the pump passed a leak test. The pump case was removed and no evidence of additional moisture contamination was found inside the pump. During testing, low battery warnings and replace battery alarms as observed in alarm history were unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.